Event description:
It was reported that, "the surgeon called for product. The product was opened and used. The surgeon was notified after the item was implanted, that it was expired."

Manufacturer narrative:
Eval summary: review of the mfg documents reveals no discrepancies; the DHR contains a copy of the label set (label for packaging and pt record label). All labels indicate end of shelf life by (end of) (B)(4) 2011. In the case presented a gamma3 long nail kit r 1.5, ti, was implanted which sterilization date was exceeded by three days (expiry date: 2011/11/30; date of implantation: 2011/(B)(6)). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by three days a risk for the pt is not to be expected. Nevertheless, the expiry date of the reported nail kit should have been noticed prior to surgery. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to off-label use.